Event description:
It was reported that during middle segment stenosis of the basilar artery procedure, the operator performed a balloon dilation followed by stent implantation. Using coaxial technique, an aspiration catheter was advanced to the v4 segment of the vertebral artery for placement. Subsequently, a guidewire with the subject balloon catheter was prepared to pass through the aspiration catheter. However, the operator noticed that the subject balloon got stuck when it was advanced to the tip of the aspiration catheter, preventing smooth advancement of the aspiration catheter. The operator withdrew the entire system for external inspection and found that the marker ring at the tip of the aspiration catheter was crushed/flat. The operator then replaced it with a new lot of the aspiration catheter, which was successfully positioned, and the subject balloon was also successfully delivered into place, traversing and covering the stenotic lesion. The physician initially inflated the subject balloon slowly. After deflating the balloon and performing angiography, it was observed that the vessel had some recoil, indicating that the dilation effect was not satisfactory. Therefore, a second dilation was performed. During the second dilation, the subject balloon was slowly inflated but it ruptured. The operator then implanted a stent, and the surgery was concluded. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 gtin - corrected. Based on the results of the device history review (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the physician noticed that the balloon got stuck when it was advanced to the tip of the catheter, preventing smooth advancement of the catheter. Not daring to force the advancement, the physician withdrew the entire system for external inspection and found that the marker ring at the tip of the catheter was crushed/flat. The physician initially inflated the balloon slowly to 6atm for 10 seconds. After deflating the balloon and performing angiography, it was observed that the vessel had some recoil, indicating that the dilation effect was not satisfactory. Therefore, a second dilation was performed. During the second dilation, the balloon was slowly inflated to 10atm, but it ruptured after 4 seconds. Additional information received indicates that the device was not inflated over the nominal pressure or excessive pressure used. It is possible that the balloon was damaged during the initial attempt to advance through the damaged tip of the catheter, however this cannot be definitively determined. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported events, an assignable cause of undeterminable will be assigned to the reported events: ¿balloon burst/ruptured during use¿ and ¿balloon or balloon catheter friction¿.

Event description:
It was reported that during middle segment stenosis of the basilar artery procedure, the operator performed a balloon dilation followed by stent implantation. Using coaxial technique, an aspiration catheter was advanced to the v4 segment of the vertebral artery for placement. Subsequently, a guidewire with the subject balloon catheter was prepared to pass through the aspiration catheter. However, the operator noticed that the subject balloon got stuck when it was advanced to the tip of the aspiration catheter, preventing smooth advancement of the aspiration catheter. The operator withdrew the entire system for external inspection and found that the marker ring at the tip of the aspiration catheter was crushed/flat. The operator then replaced it with a new lot of the aspiration catheter, which was successfully positioned, and the subject balloon was also successfully delivered into place, traversing and covering the stenotic lesion. The physician initially inflated the subject balloon slowly. After deflating the balloon and performing angiography, it was observed that the vessel had some recoil, indicating that the dilation effect was not satisfactory. Therefore, a second dilation was performed. During the second dilation, the subject balloon was slowly inflated but it ruptured. The operator then implanted a stent, and the surgery was concluded. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection the balloon was noted to be burst/ruptured. There was a kinking noted to the returned catheter. The distal tip of the catheter was flattened. Functional test was not performed due to the damage noted to the devices. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿balloon burst/rupture¿ was confirmed. The reported event ¿balloon catheter friction¿ was not replicated, however the analysis results are consistent with the reported event. The device failed to meet specifications based on the damage noted to the returned device. It was reported that the physician noticed that the balloon got stuck when it was advanced to the tip of the catheter, preventing smooth advancement of the catheter. Not daring to force the advancement, the physician withdrew the entire system for external inspection and found that the marker ring at the tip of the catheter was crushed/flat. The physician initially inflated the balloon slowly to 6atm for 10 seconds. After deflating the balloon and performing angiography, it was observed that the vessel had some recoil, indicating that the dilation effect was not satisfactory. Therefore, a second dilation was performed. During the second dilation, the balloon was slowly inflated to 10atm, but it ruptured after 4 seconds. Additional information received indicates that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, the patients anatomy was not tortuous and the device was not inflated over the nominal pressure or excessive pressure used. The device was returned and it was confirmed to have been burst/ruptured. The returned catheter was found to have been damaged to the distal tip. It is probable that the balloon was damaged as a result of the difficulty experienced during the initial attempt to advance through the damaged tip of the catheter. An assignable cause of ¿caused by other¿ will be assigned to the reported events: ¿balloon burst/ruptured during use¿ and ¿balloon or balloon catheter friction¿ and analyzed event: ¿balloon burst/ruptured during use¿.

Event description:
It was reported that during middle segment stenosis of the basilar artery procedure, the operator performed a balloon dilation followed by stent implantation. Using coaxial technique, an aspiration catheter was advanced to the v4 segment of the vertebral artery for placement. Subsequently, a guidewire with the subject balloon catheter was prepared to pass through the aspiration catheter. However, the operator noticed that the subject balloon got stuck when it was advanced to the tip of the aspiration catheter, preventing smooth advancement of the aspiration catheter. The operator withdrew the entire system for external inspection and found that the marker ring at the tip of the aspiration catheter was crushed/flat. The operator then replaced it with a new lot of the aspiration catheter, which was successfully positioned, and the subject balloon was also successfully delivered into place, traversing and covering the stenotic lesion. The physician initially inflated the subject balloon slowly. After deflating the balloon and performing angiography, it was observed that the vessel had some recoil, indicating that the dilation effect was not satisfactory. Therefore, a second dilation was performed. During the second dilation, the subject balloon was slowly inflated but it ruptured. The operator then implanted a stent, and the surgery was concluded. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.